Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2000 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent a revision surgery on undisclosed date. No additional information was provided.

Manufacturer narrative:
Device manufacture date: 10/26/1998.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic bilateral salpingo-oophorectomy, posterior colporrhaphy and perineoplasty. It was reported that following insertion the patient experienced recurrence of cystocele and urinary retention. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 5/24/2017. Additional information: h4: 10/26/1998. Additional b5 narrative: it was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic bilateral salpingo-oophorectomy, posterior colporrhaphy and perineoplasty. It was reported that following insertion the patient experienced recurrence of cystocele and urinary retention.